Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) up button dome switch. No unlocked lcd keypad connector noted. However, device passed self-test and displacement test. No missing segment or full segment display anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black display and buttons did not work. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.